Event description:
A supplemental report is being submitted due to completion of the investigation on 19-nov-2024.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2141317 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 03 july 2024. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned, direction button in recapture position, safety wire in place on return, red shuttle on 01st dimple, significant outer sheath kink observed below handle. Outer sheath break observed below the yellow marker. Functional inspection: handle actuating fine for deployment and recapture, stent unable to be deployed due to outer sheath break, safety wire removed with no issue. Clarification was received from the customer regarding the kink observed below the handle, it was confirmed that this kink did not occur during the procedure, it most likely occurred during returns transportation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that during deployment, a tortuous path may have caused a kink in the flexor, continued attempts to deploy may have led to a build-up of pressure at the kink subsequently leading to the flexor break, as observed in the lab evaluation. As a result of the flexor break, the stent could not be deployed. A second possible root cause for the flexor break could be attributed to the elevator on the endoscope being in a closed position during attempted deployment. If the elevator was in a closed position, it may have caused a kink in the flexor, attempts to deploy may have led to a buildup of pressure at the kink, subsequently leading to the flexor break. Multiple attempts were made to gain more information regarding this event however the customer could no longer remember. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Problem with the release of a prosthesis that is impossible, the team is copying my email in order to answer any questions you may have. No problem for the patient, a waste of time, installation of another prosthesis without worries "as per cc form": impossible to launch the stent because of a metal catheter out of the sheath patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1.1 general questions: 1.1.1 at what stage of the procedure did the complaint occur? During stent placement 1.1.2 what endoscope type and channel size was used? Na. 1.1.3 what was the position of the elevator? Na. Was it opened or closed?na 1.1.4 details of the wire guide used (diameter, type, make)? Na. 1.1.5 did any part of the stent contact the patient¿s anatomy when the complaint occurred? Na. 1.1.6 how long was the stent in the patient by the time this complaint occurred?na 1.1.7 for devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Na. 1.2 stricture information: 1.2.1 what was the length of the diameter of the stricture? Na. 1.2.2 where was the stricture located in the body? Na. 1.2.3 was there resistance felt passing the wire guide through stricture? Na 1.2.4 was there resistance felt passing the evolution through stricture? Na. 1.2.5 was the stricture dilated before stent placement? Na. 1.3 questions related to during insertion into patient 1.3.1 was the product inspected for kinks or damage before use? Na. 1.3.2 was resistance felt during insertion into patient?na if yes, at what point? 1.4 questions related to during stent placement 1.4.1 did the product fail during stent deployment or recapture? Yes. 1.4.2 was the directional button pressed during use? Na. 1.4.3 was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Na. 1.4.4 was the yellow marker kept in view during deployment? Na. 1.4.5 are images of the device or procedure available? Na. 1.5 questions related to during introducer withdrawal 1.5.1 was final stent placement confirmed using endoscopy / fluoroscopy?na if yes, what was used? 1.5.2 did the stent open sufficiently to allow withdrawal of introducer safely? Na. 1.5.3 was the safety wire fully removed before removing the delivery system? Na. 1.5.4 did any part of the product snag/get caught with the stent when removing the delivery system? Na. 1.5.5 are images of the device or procedure available? Na 1.6 questions related to during stent repositioning/removal 1.6.1 what instrument was used for stent repositioning/removal? Forceps, snare¿na. 1.6.2 was the lasso (suture) loop used during repositioning / removal? Na.